Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the pressure transducer could not be zeroed. The device was not in use at the time of the event, but no patient or user harm was reported. The service engineer (se) reported that the issue was confirmed. The device prompts to check the ventilator during operation, and the automatic zero calibration of the pressure sensor of the machine failed and could not work properly. The se reported that after reconnecting the power cord, the machine powers on, but the fault remained. The se reported that it could not be judged if the gas delivery system (gds) and v60 were faulty and cannot work normally. It was reported that gas delivery system was replaced. Visual testing passed and the device is running as normal. The device was returned to full functionality.